Manufacturer narrative:
This 3500a form, report number is an identical copy of failed 3500a form submission, report number 3009144-2024-00004 originally submitted on 05march2024. The original 3500a form failed at ack3 due to the following error: manufactuing number not valid . This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On (B)(6) 2023 patient had lead revision with a new lead implanted. On (B)(6) 2023 the patiient had a wound check which noted the incision had yellowish drainage. Oral kelfex was prescribed. Patient stated to the np at that time that he did not take the antibitocs prescrived by dr (B)(6) after his revison. On (B)(6) 2023 pateint was hospitalized for an infected device. On (B)(6) 2023 patient underwent a pocket revison for infection which was described as "the device was released from the pocket but remained connected to the leads. The device and the leads were wiped sorely and the pocket was irrigated profusely after obtaining cultures. The pocket was extended medially. The device was placed back in the pocket and was secured to the underlying tissue using single 2.0 silk suture. An absorbable antibiotic envelope was placed in the pocket subcutaneously superficial device. The incison was closed using interrupted 3.0 nylon sutures. A dressing were then applied." On (B)(6) 2024 the patient had a follow up wound check that the wound "looked good with no signs of infection" per the physician office. (B)(6) 2024: patient had another physician visit with dr. (B)(6) who indicated the site looked good with no infection.